Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. The j501 connector was broken. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.